Event description:
It was reported that the patient experienced a complete loss of therapeutic effect. No falls or trauma were noted. The patient stated that she normally had therapy efficacy "issues" during a "seasonal change" and that the physician was going to medicate her. Her implantable neurostimulator (ins) was confirmed to be on and 75% charged. Additional information received reported, patient symptoms associated with the event of shaking and that she could not straighten up. It was believed that her ins was accidently turned off on (B)(6) 2012. The ins was then turned back on and the patient was taken to the emergency room on (B)(6) 2012. The physician gave the patient ativan and benadryl which helped the patient "a little" and that she began to feel better 2 days after turning the ins back on. The patient's family was going to schedule an appointment with the physician for possible programming. Further information was requested, but was not available at the time of this report.

Manufacturer narrative:
Extension: model 748240, serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Extension: model 748240, serial# (B)(4), implanted: 2004 (B)(6), explanted: na. Lead: model 389133, lot# j0406155v, implanted: 2004 (B)(6), explanted: na. Recharger: model 37651, serial# (B)(4). Programmer: model 37642, serial# (B)(4). Lead: model 3387-40, lot# j0349246v, implanted: 2004 (B)(6), explanted: na. (B)(4).